Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ampoule broken. It was reported that before the surgery, opened the packing (did not use), noted the ampoule was broken (as the photo shows). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The product was not returned to depuy synthes, however a photo was provided for review. See attachment 20240828170743.jpg the photo investigation revealed that the amber vial appeared to be damaged, with liquid apparently spilled inside the packaging. The reported allegation has been confirmed. The potential cause of the observed complaint condition cannot be traced to a manufacturing issue. Once the product leaves depuy synthes control, it is unknown what environment conditions or human intervention or manipulation the packaged products are exposed to during that time. Therefore, the suspected cause is traced to transport/storage outside of depuy synthes control. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the smartsetgmv endurance gent 40g would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to transport/storage, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device product description: smartsetgmv endurance gent 40g product code: 3105040 lot number: 4367729 and there were two non-conformances recorded for this lot; however, none have been identified as contributing factors to the complaint event.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: ampoule broken. It was reported that before the surgery, opened the packing (did not use), noted the ampoule was broken (as the photo shows). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device revealed that the outer package was opened and damaged, the ampoule was broken from the top, therefore, no liquid was found within. The fragment was returned for evaluation. The potential cause of the observed complaint condition cannot be traced to a manufacturing issue. Once the product leaves depuy synthes control, it is unknown what environment conditions or human intervention or manipulation the packaged products are exposed to during that time. Therefore the suspected cause is traced to transport/storage outside of depuy synthes control. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the smartsetgmv endurance gent 40g would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to transport/storage, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: smartsetgmv endurance gent 40g product code: 3105040 lot number: 4367729 and there were two non-conformances recorded for this lot; however, none have been identified as contributing factors to the complaint event.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received and stating that: a. Did it break into 2 or more pieces? - break into two parts b. Was there any surgical delay due to the reported event? - no.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before the surgery, opened the packing(did not use), noted the ampoule was broken. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Event description:
Which part of the instrument broke? Ampoule neck disconnection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: ampoule broken. It was reported that before the surgery, opened the packing(did not use), noted the ampoule was broken (as the photo shows). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The product was not returned to depuy synthes, however a photo was provided for review. The photo investigation revealed that the amber vial appeared to be damaged, with liquid apparently spilled inside the packaging. The reported allegation has been confirmed. The potential cause of the observed complaint condition cannot be traced to a manufacturing issue. Once the product leaves depuy synthes control, it is unknown what environment conditions or human intervention or manipulation the packaged products are exposed to during that time. Therefore the suspected cause is traced to transport/storage outside of depuy synthes control. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the smartsetgmv endurance gent 40g would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to transport/storage, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: smartsetgmv endurance gent 40g product code: 3105040 lot number: 4367729 and there were two non-conformances recorded for this lot, however, none have been identified as contributing factors to the complaint event.